Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report a persistent recoverable error 32056 on universal surgical manipulator (usm)3. Tse walked the caller through a hard power cycle on the robot and exercised usm3 with no change. Customer was proceeding by disabling usm3. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. This unit was returned for failure analysis, and the reported 32056 error was confirmed and replicated. In logs, the 32056 error was found, indicating axis controller arm (aca) in usm3 failed to initialize device, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where current was found to be failing on the pitch axis, replicating the reported event. Once testing was completed, the pitch searchlight was tested and verified to be the source of the fault. As a result of this investigation, failure analysis has concluded that the pitch searchlight was found to be the root cause of the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.